Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: broken (2+ pieces) : chipped/shaved/delaminated after connecting to the ccs for inspection, it was confirmed that the striped line as requested is visible on the screen. Additionally, we identified a scratch on the tip of the scope. The item in question was sent to our overseas repair facility, but after inspection, it was determined that repair is not possible. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device serial number, and no non-conformance was identified.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek scope device had a slight scratch that was noticed by checking the monitor. After inspection of the device, a scratch (crack) on the tip of the scope was observed. There were no reported adverse consequences to the patient. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. No additional information could be provided.